Event description:
A product liability claim was raised. It was reported that the patient received a durom acetabular cup on (B)(6) 2006 and underwent revision surgery on (B)(6) 2011, due to unknown reason.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While cause for the revision surgery was not reported, the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes an amended medical device report will be filed. There is no need for corrective measures at this time and zimmer (B)(4) considers this case as closed. (B)(4).